Event description:
During preventative maintenance of the device, the service technician reported that reported that the battery indicator was normal but couldn't switch to battery mode. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.